Manufacturer narrative:
In previous MDR one device problem code grid was missed to capture and it was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging irritation, cough, and shortness of breath. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dark contaminant on the top enclosure, front panel, rear panel, and bottom enclosure. An unknown dust contaminant was observed on the rear panel. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants are consistent with being from an external source and was not able to confirm the complaint or address the symptoms specified.